Event description:
It was reported that ventricle was capturing when atrial lead was pacing. The atrial lead was dislodged. The lead was repositioned and still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.